Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported event was failure of the lamp and a sound was emitted from the igniter.

Manufacturer narrative:
Through troubleshooting the reported problem with the reporter, it was learned that the lamp was at 500 hours. The customer indicated a new lamp would be ordered in order to resolve the issue. Technical support determined the likely cause of the reported problem was the lamp at 500 hours. Based on the available information, the likely cause can be attributed to maintenance. As stated in the instructions for use: "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described...."

Event description:
A user facility reported to olympus that they were experiencing issues with the light flickering and "clicking" and "popping" noises were heard. There was no patient injury or harm, associated with the problem, reported to olympus.